Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Elective replacement indicator (eri) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. High battery impedance, leading to eri.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Elective replacement indicator (eri) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. High battery impedance, leading to eri.

Event description:
It was reported that the battery impedance was high and that caused the elective replacement indicator to trigger in the device. The device is planned to be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery impedance was high and that caused the elective replacement indicator to trigger in the device. The device was explanted and replaced. It was also reported that the right ventricular lead had steadily increasing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.